Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the hip/buttocks area longer than 72 hours, the site was painful and became infected with an abscess. The patient visited the doctor's office where was given betadine to disinfect the site as treatment. The pod was discarded.